Manufacturer narrative:
The incident date stated is best approximation. The customer has not clarified which specific product code this incident concerns. It is anticipated that the affected product is safepico sampler (956-623 lot. No. Br51, included in this report). The customer has also received safepico70 956-616.

Event description:
According to the complaint received, many nurses experience that the needle protection shield of the safepico aspirator, safepico and safepico70 samplers do not slip well.

Manufacturer narrative:
Production documentation could not be checked and the reference stock was not evaluated as the specific lot and run numbers are unknown. No evaluation of the actual defective device was possible within this particular investigation as the sampler was not received. The reported issue is, however, known in the production. A CAPA investigation has indicated the root cause to be related the label of the device during the manufacturing process. The following counter measures have been identified: - a new label with a modified top coat material are in the progress of being implemented. - a new cleaner has been introduced in the production. - the work instruction in the production has been updated.